Event description:
It was reported that a patient contacted the therapy support team to advise that they had their stimulator removed about three weeks ago, after having pain and discomfort in their implant site area. The patient's pain was resolved from the removal surgery of the device and is still dealing with the discomfort from the removal. No patient complications reported.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient contacted the therapy support team to advise that they had their stimulator removed about three weeks ago, after having pain and discomfort in their implant site area. The patient's pain was resolved from the removal surgery of the device and lead is still dealing with the discomfort from the removal. No patient complications reported.

Manufacturer narrative:
Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort and implant pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient contacted the therapy support team to advise that they had their entire neurostimulator system removed about three weeks ago, after having pain and discomfort in their implant site area. The patient's pain was resolved from the removal surgery. The patient is still dealing with the discomfort from the removal. No additional patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Supplemental record created to add concomitant product (c2/d10): tined lead.

Event description:
It was reported that a patient contacted the therapy support team to advise that they had their stimulator removed about three weeks ago, after having pain and discomfort in their implant site area. The patient's pain was resolved from the removal surgery of the device and lead is still dealing with the discomfort from the removal. No patient complications reported.